Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight not available for reporting. This report is for unknown unk - epoca/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery of a epoca shoulder arthroplasty occurred (B)(6) 2017 due to rotator cuff weakening. There was shoulder insufficiency therefore, all system components were removed intact. This complaint involves 2 devices. This report is 2 of 2 for com-(B)(4).